Manufacturer narrative:
Date of report: 30oct2018. Date of manufacturer: 18oct2018. The customer reported that the blower was replaced and the issue was resolved.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 9oct2018. Product support troubleshot the issue with the customer over the phone. The customer had replaced the motor controller board but did not fix the issue. The ventilator does not run on alternating current (ac). All voltages were good. The customer was advised to replaced the blower assembly.

Event description:
The customer reported the ventilator blower was not working. The ventilator was not in use on a patient at the time of the event occurred the event date was not specified; estimate used.